Manufacturer narrative:
The production lot records were reviewed and there were no abnormalities indicating material, manufacturing, or design related problems. There are no trends or additional adverse events for this production lot. The images of the remainder of the instrument were reviewed and the tip appears deformed in the direction of screw insertion. Investigation is still ongoing, but initial investigative results lead to excessive force during usage of the instrument. If further information is provided, this report will be updated.

Event description:
The tip of the instrument broke off during surgical procedure. This instrument tip remained implanted in the pedicle screw tulip. The surgeon kept the tip in the tulip and tightened the subsequently implanted rod and set screw atop the tulip-instrument tip construct.